Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the posterior side assessed as a surgical damage and a delamination total of valve assessed as an adhesive failure. Additional observations: creases were observed. White particles observed the inner surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.